Event description:
It was reported that the insulin pump alarmed motor error. The caller stated that the device alarmed the first time approximately three to four weeks ago. Two times it alarmed during bolus delivery and once, during normal use. At the time of the phone call, the customer stated that the customer's blood glucose was good but the week prior to the phone call, when the device had alarmed motor error, the customer's blood glucose was 26 mmol/l. The insulin pump was neither dropped nor bumped. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.